Manufacturer narrative:
Evaluation: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor reported that a patient had developed a skin irritation under the front therapy electrode pad. The irritation was described as closed and raw. The patient's doctor instructed the patient to use a non-scented water-based lotion on the irritated area. During follow up with the patient, the patient reported that the irritation was still there but had improved.